Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to remote support service issue. A technical support specialist accessed the station, uninstalled remote support service version 4.8, and subsequently installed version 4.12 to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system was stuck on the carefusion screen. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.